Event description:
It was reported that the transducer allows too much air in the system and as a result the transducer and lines get wet. Upon follow up, it was noted that the event occurred during priming. The transducer was exchanged and the treatment set up was continued. There was no patient involvement. There were no defects noted on the device during set up. There is no sample or companion sample available to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.